Event description:
It was reported that the tip of an asahi gaia pv guide wire had detached during a percutaneous peripheral intervention to treat a heavily calcified, chronic total occlusion in the deep femoral artery (dfa). During use, the guide wire became trapped in the calcified lesion. When several rotations were applied on the trapped guide wire, the outer coil became unraveled and the tip separated. The separated tip was snared to resume the procedure. Stent deployment was performed. The procedure was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event. The patient's condition had no problem after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. The reported gaia pv guide wire with its tip fragment was returned for evaluation. The outer coil of the returned guide wire was fractured and elongated for approximately 260mm from the mid solder that was originally located at 55mm from the tip. Under the elongated coil, the core wire was found bent and fractured at approximately 50mm from the mid solder. Microscopic observation revealed that the core wire had a flat fracture surface and helical marks were made on its shaft surface, indicating torsion had caused the core fracture. The fracture end of the outer coil was necked and twisted, indicating tensile stress and torsion had caused the outer coil fracture as the outer coil was pulled to elongated. The returned tip fragment was confirmed to be a piece of the elongated outer coil approximately 460mm in length. One fracture end was necked and twisted, corresponding to the fracture end of the outer coil that remained attached to the rest of the guide wire. The other end had a machine cut surface and soldering material was attached. The above findings suggested the outer coil was returned in its entirety and approximately 5mm of the core wire with the ball tip and the entire inner coil were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the core wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being trapped and restricted its movement by the heavily calcified cto. Further applied tensile stress generated with removal then caused the coil to elongated and eventually fracture, detaching the entire tip from the rest. It was concluded that this event was not attributed to product design limit. Since there were missing parts, it was unable to completely rule out a possibility that some wire fragment could be remaining in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effect] separation of the guide wire.